Event description:
Patient underwent total hip replacement with placement of a hemovac drain in the right hip. While attempting to remove this drain on the first postoperative day, a 13 cm portion broke off inside the patient's hip. On the 2nd post-operative, patient was returned to the operating room for removal of the foreign body. Patient recovered well with no adverse effects,device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.